Event description:
It was reported that after four days of pumping, the pump began to alarm. A decision was made to remove the iab, but they could not get it to deflate. Finally by passing a spring wire guide through the gas lumen, the balloon deflated. The iab was then removed without any further complications. The pt expired later of conditions not related to the difficulty experienced with this iab procedure.